Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and the first clip was out of position in the channel. The returned sample appears used as there is biological material present on the device. The sample was reviewed with a r & d engineer. The bent rotation tab and first clip out of position are clear indications of a clip stack. Therefore, the sample was not fired. Instead, the sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the clips were out of position and stacking on one another. One of the clips in the channel had a broken hook. The clip stacking could prevent the clips from properly loading into the jaws. The clip stacking could also cause clips to break in the channel, as was the case for this sample. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unit misfired causing jam" was confirmed based upon the sample received. One device was returned with its rotation tab bent and the first clip out of position in the channel. The device was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. One clip was broken in the channel as a result of the clip stacking. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that two separate weck auto endo5 clip appliers misfired and/or had clips jam in the jaw of device.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. The device history review for the product auto endo5 ml lot #73k1800132 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that two separate weck auto endo5 clip appliers misfired and/or had clips jam in the jaw of device.